Manufacturer narrative:
An olympus representative advised the customer on troubleshooting the device. The representative advised the customer to try another scope or turn off the cv-190 and check inside the connection of the maj-1430 (videoscope cable) for dirt or a damaged pin. The representative further advised the customer to send in the cv-190 for repair if it was not a scope issue. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the evis exera iii video system center did not display an image with a 180 series scope. The customer replaced the videoscope cable and the issue did not resolve. No patient harm or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: b5, e1, e2, e3, b5, g3, g6, h2, and h10. The investigation is ongoing. Once additional applicable information is identified, a supplemental report will be filed.

Event description:
Olympus received an email from the customer on (B)(6) 2021 with additional information.per the customer, the event occurred prior to the patient coming into the room.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer december 02, 2016. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: this device was a product prior to countermeasures due to a design change of the dr board (printed circuit board), and it is assumed that this occurred due to a failure of the dr board. This device was a product prior to countermeasures due to a design change of the dr board , and it is assumed that this occurred due to a failure of the dr board. Regarding the event that the image does not come out in combination with the 180 scope, when we checked the change history of the parts, we confirmed that the design change of dr board was done on april 16, 2018. It was confirmed that the design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there is a possibility that the inside of the mask will be black out in the 180 scope). Countermeasures were shipped after june 13, 2018 and after june 14, 2018. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.